Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a misalignment of the stylus on the screen of a programmer. When the stylus was tapped on the screen a different area was highlighted. The programmer is expected to return for service. There was no patient involvement.